Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced ilet messages indicating ¿insulin low¿ or ¿no insulin¿ despite a cartridge that appeared to be approximately half full. The user also reported reduced battery endurance associated with brief sensor issues and delayed awareness of low glucose. The user additionally reported frequent meal announcements, which were believed to have contributed to faster insulin depletion. The user experienced hypoglycemia with a lowest recorded glucose of 50 mg/dl lasting approximately 45 minutes. Symptoms were consistent with hypoglycemia and were corrected with oral carbohydrates. The user denied loss of consciousness, did not require assistance, and did not seek medical intervention. Outcomes included a temporary interruption of normal activities consistent with symptomatic hypoglycemia, with no hospitalization reported. Investigation included review of engineering logs and patient data. Investigation of this case revealed that the device was delivering low glucose alerts that the user acknowledged. Sensor communication issues were identified that could increase power consumption. Review also indicated user behavior consistent with frequent meal announcements that may have contributed to accelerated insulin consumption. No internal device malfunction was identified. Based on previously established findings for similar reports, the cause was determined to be use error and normal device performance under conditions of sensor instability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.